Manufacturer narrative:
H3:  one cadd solis hpca pump was received with no physical damage found on it. The event log was reviewed and there were no issues found. Accuracy test was performed and the reported "failed accuracy" issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump and no corrective actions will be taken.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.